Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b5, d4, g2, h4, h6.

Event description:
Healthcare professional reported the affected side is left side.

Event description:
Patient representative reporting patient suffered from severely painful capsular contracture (unknown baker grade), rupture, deformation, and patient also suffers from depression and anxiety associated with device recall. The affected side is unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.